Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the mfg's service ctr, "service required" codes was found in the ventilator's downloaded error log. The device's sensor and power mgmt boards were replaced to address the issues.